Event description:
Employee reported that incorrect statistics/results were generated on the fc 500 instrument with cxp software version 2.1. The problem was identified during a new software revision testing and it occurs when a polygonal region with vertical re-entrant vertices is renamed using the region properties dialog box. The event was confirmed by an in-house testing conducted by the rptr. The patient results were not affected in this event since the event occurred during the internal testing, and no patient samples were tested at the time. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
It was determined that since the region statistics is mislabeled, there is a potential for erroneous results to be created. This issue was observed in software version of 2.1 in the cxp and mxp acquisition software and the cxp analysis software. The error was determined to be a software bug, which will be corrected in the upcoming release of cxp and mxp software.